Manufacturer narrative:
Corrected data: section b1: this information updated as it was omitted at the time of the initial submission. Section b2: this information updated as it was omitted at the time of the initial submission. Section b7: this information updated as it was omitted at the time of the initial submission. Section d3: this information updated as it was omitted at the time of the initial submission. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the returned part was verified to be hahn tapered implant ø5.0 x 10 mm using the radiographic template. No deformation was observed on the surface of the implant. However, there were dark spots all over the surface of the threads. It is unclear how the spots appeared on the surface. Root cause: although the root cause for the complaints is inconclusive and specific to each case,probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed. The possible cause for this event was attributed to infection and soft tissue encapsulation. However, no serious injury was reported to the patient and the patient is stated to be doing fine. No abnormal events, health conditions, or other circumstances that may have contributed to the implant failure were reported by the doctor. Additionally, review of the device history records indicate the lot was manufactured and accepted into final stock with no discrepancies. No other events were reported for the lot referenced. No abnormalities were reported with the implant itself. The investigation and evaluation of the returned part is in progress and a follow up report will be submitted after the completion of the investigation.

Event description:
The dentist reported that the implant failed. The implant was placed in tooth location #18 on (B)(6) 2017 and explanted on (B)(6) 2017. It was stated that the possible cause of the failure could be attributed to infection and soft tissue encapsulation around the implant. Hence, the implant could not integrate. However, no serious injury was reported to the patient and is stated to be doing fine. The infection was treated with antibiotics. No abnormal events. Health conditions, or other circumstances were reported that would have contributed to this failure. No abnormalities were noted with the implant itself.